Manufacturer narrative:
The meter was returned. Sections were updated. During the investigation the meter would not power on. The printed circuit board is contaminated by liquid which penetrated/corroded the solders contacts. Battery leakage was observed in the battery compartment and on the board deposits. This affects the battery and display contacts under the conductive rubber which can lead to an interruption in the power supply and a low-contrast display or a failure of the display. This contamination is the reason for the customer's alleged errors. The risk of a customer reading a result incorrectly can be excluded since no meaningful number is displayed. The root cause of the issue was due to contamination of the contacts due to improper handling/maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of missing segments in the results field of coaguchek xs meter with serial (B)(4). The customer had also been having power issues and error 4 messages. The customer stated that a segment was missing from one of the "8"s in the results field. A display check was completed and a segment was missing from the first "8" in the results field so that it looked like a backwards "6." The customer had used 3 sets of batteries and was still having power issues. The customer stated one of the batteries was corroded so he cleaned the battery compartment with baking soda and water. The customer was advised to not clean the battery compartment with fluid. Error 4 messages are related to an issue with the test strip. The strip insertion area of the meter had not been cleaned prior to receiving the error 4 message. No blood had been applied to the strip and the strips had not been exposed to direct sunlight or extreme temperatures. There was no allegation that an adverse event occurred. The device was requested for investigation.